Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 30 mmol/l. The customer's current blood glucose is 26 mmol/l. The customer experienced symptoms such as nausea, abdominal pain and headache. The customer also had received pump error alarm. Troubleshooting was done for high blood glucose and pump error alarm and noticed the error alarm occurred again. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering. The insulin pump will not be returned for analysis.